Manufacturer narrative:
Upon receipt of additional information, it was determined that this report is a duplicate of MFR 0001825034-2017-03237. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign- (B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that while impacted the cup into the hip the thread on the inserter broke off and stayed in the center of the cup.